Event description:
It was reported that the customer was hospitalized due to blood glucose level of 25mg/dl. The customer was treated with carbohydrates and intravenous saline, and was discharged on (B)(6) 2023 with no permanent damage. Reportedly, the customer inadvertently performed the load sequence while connected to the site. Tandem technical support educated the customer to not be connected to the pump during the fill tubing process. Reportedly, the customer reverted to an alternate insulin pump for insulin therapy.

Manufacturer narrative:
Warning - never fill your tubing while your infusion set is connected to your body. Always ensure that the infusion set is disconnected from your body before filling the tubing. Failure to disconnect your infusion set from your body before filling the tubing can result in over delivery of insulin. The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.